Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the issue was related to a faulty power pcba and replaced the device's pcba to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker determined the faulty pcba was the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.